Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the cutter failed the test cut with an incomplete cut. The gears and collars were replaced, and the cutter was returned to the customer; however, the cutter requires replacement to fully resolve the issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00238, 0001526350-2023-00575.

Event description:
It was reported that during evaluation the cutter failed the test cut with an incomplete cut. There was no patient involvement. Due diligence is complete, there is no further information available.